Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician performed extended self testing which failed, due to the exhalation filter pressure tested above tolerance, indicating an occlusion. Evaluation of the customer's occluded filter identified it as a puritan bennett spu filter. Per instructions for use, the manufacturer recommends replacing the filter after each patient use, after 15 days of continuous use on a patient, or if resistance to flow exceeds specified tolerances. When an occlusion is detected during normal ventilation, the esprit will open the safety valve (svo-occlusion). Svo as an emergency mode of ventilation that allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. When the filter in use on this esprit became occluded, it alerted the user with an occlusion-svo alarm/message. The service technician replaced the customer's expiratory filter. Extended self testing (est) was performed and tests passed to operating specifications. This is being reported as MDR due to user error in maintenance contributing to the event, which would be likely to cause or contribute to a death or serious injury if it were to recur. Filter replacement must be performed per manufacturer recommendations and specified intervals.there was no malfunction of the device or the safety valve.